Manufacturer narrative:
The device involved in this complaint was not available for evaluation since it was discarded. Since the affected unit was not returned for evaluation, a product non-conformance or device failure could not be confirmed. There are manufacturing controls to avoid potential causes related to the reported malfunction as visual inspection by manufacturing on station and sampling for visual inspection by manufacturing. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met, and inspections passed successfully. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned.

Event description:
As reported, when injecting the bolus to measure cardiac output, the co-set manifold was found to have a crack at the female luer and saline leaked. Therefore, cardiac output values were 8.5l/min, while as per patient's condition it should be 6l/min. Replacing the co-set manifold the issue was solved. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics unable to be obtained.